Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of over infusion was reproduced. The device was tested for flow accuracy and it delivered with 5.4275 % error. A review of the event history log (ehl) revealed occurrences of no abnormalities. The reported condition was verified. The cause of the condition was determined to be pressure plate travel needed adjusted. The pressure plate travel will be adjusted to correct the reported problem. During evaluation, the reported problem of upstream occlusion was not reproduced. The device was tested for upstream occlusion testing and it passed. A review of the event history log (ehl) revealed occurrences of multiple "upstream occlusion!" Alarms. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused and intermittently alarmed upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.